Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent repositioning procedure wherein the leads were repositioned. The patient was happy postoperatively and the leads remain implanted and in use.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7161563, UDI: (B)(4).